Event description:
It was reported the device had a loss of signal during a surgical procedure at the user facility. This condition, in which the electrical circuit is incomplete, may result in the loss of nerve monitoring recording function, posing increased risk of transection of a nerve. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Product not available for evaluation.

Event description:
It was reported the device had a loss of signal during a surgical procedure at the user facility. This condition, in which the electrical circuit is incomplete, may result in the loss of nerve monitoring recording function, posing increased risk of transection of a nerve. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.